Event description:
This lead was capped due to no capture with ra and rv of 5.0 v/1.0ms. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the leads and pacemaker as well as the provided data. The quality documents accompanying the manufacturing processes for these devices were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The ram dump and follow-up data returned for analysis were thoroughly inspected. The inspection revealed an increasing rv pacing threshold since august 10th, 2023, from 1.2 v to values > 3.0 v. Since august 27th, 2023, the pacing threshold was not measurable, for which the pacemaker, as expected, set the pacing amplitude to the safety value of 4.2 v. The trend data further showed small fluctuations of the ra and rv pacing impedance values. Based on analysis, there is no indication of a pacemaker malfunction, neither an indication of a relationship to the reported MRI scan. However, the integrity of the rv lead cannot be assured. An analysis of the lead itself would be necessary for a root cause investigation. Should the lead become available for analysis, the report will be updated.